Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to difficulty deploying the stent include, but are not limited to, patient anatomical morphology, patient disease state, device placement technique, and accessory device support. In this case, it is likely that anatomical conditions contributed to the difficulty, as it was reported that the lesion site was heavily calcified which likely contributed to the uneven stent expansion. As a result, the stent was post-dilated with a 5 x 30 mm viatrac balloon, still showing some lesion deformity, but the results showed a much improved excellent distal flow. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported uneven stent expansion appears to be due to anatomical conditions and there is no indication to suggest a product quality deficiency.

Event description:
It was reported that during a right internal carotid artery stenting procedure, in a heavily calcified lesion, pre-dilatation was performed with a 4x30mm viatrac balloon, resulting in uneven expansion of the stenotic lesion. A 7-9x40mm xact stent was deployed with excellent position within the lesion. The stent was post-dilated with a 5x30mm viatrac balloon, still showing some lesion deformity, but the results showed a much improved excellent distal flow. The post procedure stenosis was 10%. There was no additional information provided.